Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the pump alarmed intermittently for air in line caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a pump alarmed intermittently for air in line (medication, programmed amount and delivery rate unknown).